Event description:
It was reported the patient's blood glucose level rose to 20 mmol/l (360 mg/dl) while wearing the pod between 5 and 24 hours. The patient reported the pod was leaking and being unsure if the cannula was properly inserted in the infusion site (arm). The patient was vomiting and had high ketone levels. The paramedics were called to the patient's house. Additional information was solicited but unavailable.

Manufacturer narrative:
According to the complainant the device will not be returned for investigation. It was reported the cannula was possibly not inserted correctly into the infusion site. This condition could interrupt insulin delivery and contribute to the reported medical intervention and hyperglycemia. No lot release records were reviewed, as the product lot number was not provided.